Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop condition due to post timer/24v failure. The customer reported there was patient involvement with no harm to the patient.

Manufacturer narrative:
Follow up report - device evaluation/disposition: follow up attempts were made to obtain evaluation & repair information from the manufacturer's field service engineer; no response received. If information is received, the complaint will be updated.